Event description:
The scrub tech opened a total knee pack on the back table. The scub tech then began opening other supplies when he discovered a hole as he was setting up. He checked the package outside plastic wrap and discovered a hole corresponding to the one on the back table cover.